Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture, lymphadenopathy, silicone migration.

Event description:
Health care professional reported a rupture and "axillary images compatible with siliconomatous lymphadenopathy" diagnosed by ultrasound this relates to the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on anterior side assessed as unidentified (tear) opening. (Shell thickness within specification). ¿ silicone migration: unable to observe as it is a medical event not related to the device. ¿ lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: ¿ red particles observed on the surface of the device.

Event description:
Health care professional reported right side a rupture and "axillary images compatible with siliconomatous lymphadenopathy" diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event rupture/lymphadenopathy/silicone migration was reviewed on 20-apr-23. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: yellow particles on the surface of the shell.

Event description:
Device has been explanted.